Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Cause of low bg was unknown. The customer lost consciousness because of the low bg level, and a parent called an ambulance. The ambulance administered basquimi and they were taken to the hospital on (B)(6) 2025 and were admitted to the intensive care unit (ICU). The customer was treated with intravenous therapy (IV) of fluids of saline to address bg. The customer was released on(B)(6) 2025 with the issue resolved and there was no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.